Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was very slow and unresponsive. Reconfigured hard drive and reloaded software as a preventative. The programmer passed functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer and analyzer were very slow and unresponsive at times making the programmer unusable. There was no patient involvement.